Event description:
It was reported to boston scientific corporation, that a corflo cubby low profile gastrostomy device was used in an enteral feeding replacement procedure in 2008. According to the complainant, approx a month after placement, "the device was loose and unstable in the patient. When the balloon was drained, it was found that only 4cc's of water were left inside the balloon". Another corflo cubby low profile gastrostomy device was used to replace this device. There were no reported patient complications as a result from this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
Although the complaint has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.